Manufacturer narrative:
One device was returned for repair. Event history log found multiple events of a high alarm displayed: downstream occlusion (dso). Due to the errors found, replaced the dso sensor and calibrated dso. Device passed functional tests. Upon further inspection it was also found that the upstream occlusion (uso) seal required replacement. The optic sensor was replaced for preventative measures, and the printed wire assembly (pwa) board was replaced due to the flex cable connected to limo connector being torn. Updated software and unit passed all test criteria.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion error when there was no occlusion. Per reporter, the issue occurs intermittently. There was unknown patient involvement.